Event description:
It was reported that the patient experienced a loss of therapeutic effect. She does not think that her device is working. She has tried to reset it. She feels the stimulation for a few minutes and then it stops. It was noted that she recently loss 75 pounds. The healthcare provider confirmed that the patient's neurostimulator attributed to the event. The patient experienced no symptoms. No injuries to the patient were reported.